Event description:
The customer reported experiencing pain while wearing the abbott diabetes care (adc) device. The customer initially reported receiving third-party treatment however, no further information was provided. There was no report of death or permanent impairment associated with this event.